Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative reported that the source and detector were not properly aligned. Following realignment and replacement of the collimator, the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect collimator has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, a collimator error appeared on the imaging system. It was reported that the imaging system could not perform image acquisitions. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.